Event description:
It was reported that doctor failed to fire staple while using on patient. Additional information received indicates there was no patient injury/harm.

Manufacturer narrative:
(B)(4). Health effect clinical and impact codes updated based on additional information received.

Event description:
It was reported that doctor failed to fire staple while using on patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the rail, pusher and bottom were detached from the cover block. These components were not returned. It appears that the bottom was not properly welded onto the cover block , which would cause the staples , rail, and pusher to fall out of the stapler. Evidence of use in the form of biological material was observed on the returned sample. Functional inspection could not be performed due to the condition of the returned sample. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based on the returned sample. The stapler was returned with the rail, pusher and bottom detached from the cover block. It appears that the bottom was not properly welded to the cover block, which allowed the staples, rail, and pusher to fall out from the stapler. Several actions to mitigate defects for this issue were established as part of a non-conformance, which was closed on august 30, 2022. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow up report will be submitted with investigation results.

Event description:
It was reported, that doctor failed to fire staple while using on patient.